Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem ( fails due functional issues) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The root cause could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.